Event description:
During a coronary interventional treatment procedure, the luge 300 j guidewire fractured. The physician was advancing the balloon and wire simultaneously into the touhy. While trying to manipulate the wire back at the manifold, the wire fractured and was removed without incident. No patient injuries or complications were reported.